Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, glistening was noticeable on the iol and the patient experienced a loss of quality of vision. The patient is 20/20 but complained that things weren't as sharp and clear. Additional information has been requested.